Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device started smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (Related trackwise complaint autonumber (B)(4)).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A pre-cautery test was performed per the instruction for use (IFU). The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 3 times over 10 minutes. The device passed the safety shut down test. Based on the results of the evaluation, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device started smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).